Event description:
Noted failure of duraseal on 2 events per lot number n7e0942x. When the blue mixing agent was reconstituted with the powder in the ampule, the mixture solidified immediately. The mixture should stay liquid and start to solidify when the 3rd agent is added according to the duraseal instructed. When a 3rd system of a different lot number was used, the duraseal reacted normally as it has in prior uses.